Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient had their device explanted due to discomfort. The explanted generator and lead were received to undergo product analysis. Product analysis was completed and approved on the returned generator. There was no performance, or any other type of adverse conditions found with the pulse generator. Product analysis was completed and approved on the returned lead. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. The reported discomfort with the suspect device as the generator is captured in MFR. Report # 1644487-2024-00385. The fluid leaks with the suspect device as the lead is captured in this report.